Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that four patients experienced skin abrasions from the tegaderm. The patients were treated with antibiotic ointment. The current condition of the patients is unknown.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that the patients are doing well and have healed.

Manufacturer narrative:
The lot complaint history was reviewed; this is the second complaint for the finish goods lot and second for this issue for this lot. These complaints originate from the same customer. The device history record shows the product was released per specifications. A close-up image of a patient's eye in the closed position was provided. The image shows a small skin-tear on the eyelid. It appears some surface tissue was removed. When this type of issue occurs, a sample will need to be returned so that a proper investigation and root cause evaluation can be performed. While we could confirm the eye lid contained a skin tear, we were unable to investigate the product to determine if a non-conformance existed with the product. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. Action will not be taken for this occurrence. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Manufacturing management and quality engineering materials will be made aware of this complaint through the monthly complaint review meeting. The manufacturer internal reference number is: (B)(4).